Event description:
It was reported that the device stopped aspirating. A 2.4mm jetstream xc was selected for use in an atherectomy procedure in the left lower extremity. During the procedure, the catheter was advanced into the patient, but the device stopped aspirating. No blood or fluid returned to the waste bag. The device was removed and primed again, but the loss of aspiration continued. The procedure was completed with another of the same device. No patient complications were reported, and the patient was fine.